Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that two (2) pc units displayed "channel disconnected" error message. There was patient involvement but no harm.

Event description:
It was reported that two (2) pc units displayed "channel disconnected" error message. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.